Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The account noticed burned lamp wires when changing a lamp on the architect c8000 analyzer. The account was generating error code 1054 on multiple samples. Through troubleshooting, the account changed the lamp but noticed the lamp wires were burned. After changing the lamp, the operator's hands were black with burned material. After changing the lamp no more architect error codes were generated. No injury was reported.